Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation finding, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed calcification present on the landing zone, a calcified sinotubular junction (stj) in the patient's anatomy, and tortuosity present in the patient's vasculature and access vessels. The complaint for balloon burst was unable to be confirmed with no returned device or applicable imagery. Available information suggests that patient factors (calcification) likely contributed to the event as imagery revealed the calcified stj in patient's anatomy. The presence of calcification can create a challenging anatomy for the balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, a 29 mm commander delivery balloon burst upon full inflation with nominal volume, presumably from contact with the severely calcified sinotubular junction. A bav was not performed pre-implant. The speed of the inflation technique was slow. The 29 mm sapien 3 ultra resilia valve was able to be fully deployed and post-dilation was not performed. The delivery system with a burst balloon was retrieved through esheath+ without difficulty. There was no patient injury reported. The patient tolerated procedure well and left the cath lab in stable condition. No damage was observed on the balloon shaft upon removal. The device was disposed at the site.